Manufacturer narrative:
Two occurences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2019-0041. No sample was returned for investigation. The review of the lot history record for the lots listed above was conducted. The qc inspection report indicates no rejects recorded and passed all necessary testing during these lots manufactured in may 2018 for 3,300. There have been no complaints associated with this product code for the past 5 years. It is believed that this failure could be caused by user error in over-tightening the luer lock and thus causing a crack and disengagement. It is recommended to use caution when tightening the luer to avoid cracking. This is the only complaint of this nature for this product and no trending exists, therefor no corrective action will be initiated at this time. Vygon will continue to monitor for the issue and escalate as appropriate.

Event description:
Nurse found that the luer lock had become detached after 96 hours of use. Patient was not affected.

Manufacturer narrative:
This is the second occurence of this complaint. For additional information please refer to 2245270-2019-000041. The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of completion.

Event description:
Nurse found that the luer lock had become detached after 96 hours of use. Patient was not affected.